Event description:
It was reported that during an open gastrectomy, malformed staples became to be deployed during use. After the malformed staples were removed, the device was fired again, but the event was not restored. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned with one staple jammed in the cartridge nose. After further inspection, it was noted that the precock mechanism was damaged. The staple was manually removed and the device was tested for functionality by manually returning the firing trigger to its original position. The device fired the remaining staples as intended and the staples were noted to have the proper box shape. The device was disassembled to verify the integrity of the internal components; the precock spring and ribs were found damaged. While no conclusion could be reached on what caused the precock mechanism to become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.